Event description:
It was reported that a pixel issue occurred on the pump display, affecting the customer's ability to fully interact with the pump as the left side of the screen did not display all information. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.